Manufacturer narrative:
Per biomedical engineer replaced power supply and battery. Installed on bipap and tested equipment for proper functionality. Performed electrical safety test. Unit passed all tests. Returned to service on respiratory. The biomed states that the respiratory department did not file a variance report on this patient, so don¿t have the particulars. The unit did not actually fail, it alarmed low battery and the department swapped it out before it stopped working completely.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information and event date was requested from customer.

Event description:
The customer reported the ventilator does not charge the battery and the unit does operate either on ac power or battery power. The customer reported the device was in use on patient, but there was no patient harm reported.